Manufacturer narrative:
Investigation conclusion: the provided lot number was not associated with the reported product. Therefore, a search for similar complaints of the reported problem was performed. A review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient info source: phone.

Event description:
Consumer reported the following inaccurate results from one patient: positive and then negative on (B)(6) 2024. No confirmatory testing completed. This is report 1 of 2.